Manufacturer narrative:
Magnesium gen.2 - the reagent lot number is 84930601, with an expiration date of 30-sep-2026. Glucose hk gen.3 - the reagent lot number is 83647201, with an expiration date of 31-jan-2026. Creatine kinase - the reagent lot number is 85055201, with an expiration date of 30-sep-2025. The investigation included a review of the data set provided by the customer: the assays' calibration results were within the specified ranges. The patient sample was centrifuged for five minutes at either 3260 or 3350 rpm; the centrifugation time may be shorter than recommended. The alarm trace contained abnormal aspiration sample probe and sample foam detection alarms. These are indicators of possible poor sample quality. The field service engineer (fse) inspected the module and determined that a clogged sample probe had caused the event. The fse replaced the sample probe and verified its adjustments. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable magnesium gen.2, glucose hk gen.3, and creatine kinase results from multiple patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: patient sample 1 magnesium the initial result from the analyzer was 2.81 mg/dl. The repeat result from another cobas analyzer was 1.86 mg/dl. Patient sample 2 glucose the initial result from the analyzer was 177 mg/dl. The repeat result from another cobas analyzer was 130 mg/dl. Patient sample 3 creatine kinase the initial result from the analyzer was 70.4 u/l. The repeat result from another cobas analyzer was 190 u/l. The repeat results were deemed correct.